Event description:
Customer reported that customer noticed the insulin leaked into the reservoir compartment. Customer had first noticed the reservoir was empty. Customer thinks it might be a user error. Customer then inserted a new reservoir with new insulin and the device function fine. Customer declined troubleshooting assistance. Customer stated it was just user error. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.